Event description:
It was reported that the device and the lead were explanted and replaced due to high defibrillation threshold. The patient was doing well after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).